Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis. The peritonitis was manifested by cloudy dialysate. On the same day, the patient began treatment with vancomycin and ceftazidime for the peritonitis. Three days later the patient died. The cause of death was reported to be a cardiac event, ischaemic heart disease, end stage renal failure, and diabetes mellitus. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up report will be submitted.